Event description:
The account biomed stated that the head hi/low won't lower, preventing the bed from going into trendelenburg.

Manufacturer narrative:
The account replaced the hydraulic manifold to repair the bed.